Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a box of cassettes would leak when being used. Upon follow up, the patient contact confirmed during setup for treatment a "valve error" was encountered and the cassette could not be removed from the cycler door. The patient contact clicked ok and continued treatment with the cycler. Once treatment ended the cassette was able to be removed but fluid poured out from the bottom of the cycler cassette door. The patient contact could not confirm the date of occurrence. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient has received a replacement box of cassettes and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the box of cycler sets was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a box of cassettes would leak when being used. Upon follow up, the patient contact confirmed during setup for treatment a "valve error" was encountered and the cassette could not be removed from the cycler door. The patient contact clicked ok and continued treatment with the cycler. Once treatment ended the cassette was able to be removed but fluid poured out from the bottom of the cycler cassette door. The patient contact could not confirm the date of occurrence. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient has received a replacement box of cassettes and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the box of cycler sets was discarded and not available to be returned to the manufacturer for physical evaluation.